Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ angulation wire broke¿ was confirmed. The scope¿s angulation was found low and the ¿u¿ wire was frayed and detached. The scope failed the leak test due to a cut on switch button #1 and damage on switch button 2-4. The scope¿s plastic cover was found deformed, dented and scratched. The bending section rubber glue was found cracked on the cover and insertion tube side. The insertion tube was found severely buckled at the boot. The content of this complaint will be reviewed by the legal manufacturer for further evaluation. The instruction manual instruction provides the statements below to mitigate damage to the scope. ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the angulation cable of the scope broke. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.